Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a possible difference in perception of the device handling and reprocessing procedures between olympus recommendations and the user facility and since the device was not returned for evaluation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device. Additional information: h4, h6.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. During the in-service and utilizing a gastrointestinal videoscope, the ess demonstrated all of the required pre-cleaning steps for the gif/pcf/cf endoscopes immediately following procedures. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an on-site visit by an olympus endoscopic support specialist (ess), that the customer did not have the air/water channel cleaning adapter or auxiliary water tube to perform the precleaning steps for their endoscopes according to the instructions for use. There were no reports of patient harm.